Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise and low pacing impedance measurements on the right ventricular (rv) lead. No changes or interventions were reported. The patient condition was stable.